Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported events of unspecified sensing issue and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: g3. Date received by manufacturer should have been february 3, 2026, rather than blank in follow-up number 2 submitted on february 3, 2026.

Event description:
It was reported that during the procedure on (B)(6) 2025, the patient's right ventricle (rv) lead's helix mechanism failed after multiple attempts to position it. The rv lead was not implanted. The patient's condition was stable.

Event description:
New information received indicates that high threshold and poor sensing were noted during the procedure due to attempting multiple lead positionings. A new right ventricle (rv) lead was implanted.